Event description:
It was reported that revision surgery was performed due to loosening of the tibial insert.

Manufacturer narrative:
The purpose of this investigation was to perform analysis of the retrieved genesis ii cr femoral, tibial base and cr tibial insert. Macroscopic photo analysis and dimensional inspection were performed on the retrieved implants. The tibial base showed signs of loosening in the fixation area. The articular areas of femoral component and tibial insert appeared to be in good condition. The cause of the reported loose insert could be due to dimensional mismatch between the tibial insert and tibial base. The contributions of the insert and the tibial base to this issue are unknown as the dimensions could not be accurately evaluated due to the deformations present.